Event description:
Pt was sedated. The catheter broke at the "y". Replaced with a "regular" foley catheter. Pt was not injured in any way. Further info has been requested but not received concerning reason for using an infant catheter on a 4-yr-old pt, reason for catheterization, underlying condition, physician name, etc. No one spoken to was aware that this catheter was fragile or that cautions applied to its use.